Manufacturer narrative:
Age at time of event: (B)(6). (B)(4). Device evaluated by MFR.: device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture and vessel perforation occurred. The chronic totally occluded (cto) target lesion was located in the right coronary artery. A 1.2 mm x 12 mm threader¿ balloon catheter was advanced for dilation. However, on the second inflation, the balloon ruptured and it caused a perforation in the vessel. The device was removed normally. Another balloon was used to treat the perforated vessel and the procedure was not completed. No further patient complications were reported and the patient's status was fine.